Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 3 year post-operative CT showed the presence of a type ia endoleak and potential aneurysm enlargement. A re-intervention was performed to place an aui graft and perform a fem-fem bypass successfully resolving the endoleak. As of the date of this report, there have been no additional patient sequelae reported.